Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient undergo preoperative chemo or radiation therapy? Did the surgeon attempt to complete the distal transection in one or multiple firings? What was the reason for the decision to place a colostomy bag? How was the surgical procedure completed? Did the surgeon attempt to complete the procedure with another contour or stapling device prior to colostomy? What is the current patient status?

Event description:
It was reported that during a sigmoid colectomy, at the moment when the doctor was closing the stapler, the closing trigger stuck. By the force she made to close the stapler, the closing trigger broke. The stapler was not closing. The patient received a colostomy bag.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? The patient had a tumor. Did the patient undergo preoperative chemo or radiation therapy? No. Did the surgeon attempt to complete the distal transection in one or multiple firings? It was not possible because the stapler broke. What was the reason for the decision to place a colostomy bag? No other stapler was available for use. How was the surgical procedure completed? The patient had the colostomy bag. Did the surgeon attempt to complete the procedure with another contour or stapling device prior to colostomy? No other stapler was available. What is the current patient status? I did not have access to this information because I could not talk to the doctor yet.